Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 09-mar-2015 who had essure (fallopian tube occlusion insert) inserted in 2008. Consumer, who is mother of three, states that about six months after essure placement, felt her health decline rapidly. She began losing clumps of her hair, gained 75 pounds, got migraines for the first time in her life and suffered constant fatigue, anxiety and depression. Consumer also informed that, when she finally figured out it was essure causing her health problems, the idea gained little traction in the medical community. According to her a string of doctors told her that whatever was going on with her had nothing to do with the birth control implants. Consumer has been feeling healthier since a hysterectomy performed in 2012. Follow-up received on 18-mar-2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and six months later felt her health decline rapidly. This event is serious due medical importance and unlisted in the reference safety information for essure. In this case, limited information was provided. 6 months after placement she felt her health decline rapidly. She got migraines for the first time in her life and suffered constant fatigue, anxiety and depression. After hysterectomy performed she was feeling healthier. Since hysterectomy was performed, this case is regarded as incident. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs